Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d4, d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the user interface module (uim) and performed a failure investigation. The uim was installed onto an avea test station and attempted to power uim onto the user mode. Upon start up, the display screen functioned normally. The display screen had no visual defects and no anomalies appeared when the unit was cycled on and off multiple times. The root cause could not be determined as the fa lab was unable to confirm or duplicate the complaint reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen went blank while on a patient. The customer stated that the patient was removed from the ventilator and placed on another ventilator with no harm or injury.